Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This report should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: part: x31-400061 name: slap hammer lot: unknown. (B)(6). The investigation is still in process once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated products: 0001825034-2017-03820.

Event description:
It was reported that during the surgery, when the surgeon tried to removed the stem, the distal end of the slap hammer broke into the exact stem removal. No piece fell into the patient body. The revised implants were not zimmer biomet implants. Attempts have been made and no more information regarding the patient is available.